Event description:
Hcp reported patient experienced somnolence within 24 hours post implant of pump. Drug used in pump-morphine. Follow up with hcp revealed that the pump has been "filled with saline and turned off." All other information is considered confidential and will not be shared with the manufacturer.